Manufacturer narrative:
H3 device evaluation - the drivers tip is missing. The fracture plane is irregular and skewed relative to the drivers longitudinal axis. This type of fracture is indicative of off axis loading. Multiple fracture planes are present. Crack initiation from prior high torque high bending moments may have been a contributing factor for this failure. No corrective actions are being recommended.

Event description:
It was reported that a revision procedure was performed on an unknown date, utilizing the reform pedicle screw system. During attempted removal of a previously torqued lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The tip was retrieved and discarded, and the procedure was completed utilizing other instrumentation readily available. There was no patient injury or delay to the procedure reported. Reason for need for revision is unknown at this time.

Manufacturer narrative:
B3: date of event: unknown. H3: device evaluation: initial information indicates that the product is available for evaluation but has yet to be returned to the manufacturer. Review of device history records found fifty-two (52) pieces of lot: 12877ts released for distribution on 7/12/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Without the ability to examine the complaint product, no conclusions can be drawn. Should the product be received, a follow-up medwatch report will be filed.

Event description:
It was reported that a revision procedure was performed on an unknown date, utilizing the reform pedicle screw system. During attempted removal of a previously torqued lock screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The tip was retrieved and discarded, and the procedure was completed utilizing other instrumentation readily available. There was no patient injury or delay to the procedure reported. Reason for need for revision is unknown at this time.